Event description:
The following has been reported: biomed reported: "does not work. Biomed found pins sticking. Tried cleaning. Wanted to check error log." Injury/adverse reaction: no active infusion stopped: yes. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. During initial testing it was not possible to actuate the outlet pin, and the other 2 fva pins had severe drag. It was also noted the bottom loading pins also could not be opened. An internal investigation was performed and a cleaning was performed on the fva pins and loading pins and the drag was resolved. There are signs of pitting on the outlet fva pin and the lower left loading pin is starting to rust, as such they will need to be replaced. It was also observed that the retaining plate is cracked.